Manufacturer narrative:
The device has not been received by depuy synthes power tools. When the device is returned and the investigation has been completed, a supplemental report will be sent. (B)(4).

Event description:
Report received from the us stating that the cutter could not be secured on the device. The device was not being used during surgery. It is unk if injuries or medical intervention were reported. There was no add'l info provided.